Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, inappropriate shock therapy and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.